Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02650. Patient information was not provided. Device evaluation: the investigation of the returned motor confirmed the reported "motor disconnected:m2" alert message. The returned motor was connected to an in-house primary console. Upon start-up of the in-house console, the console did not display any motor faults; however, as soon as the motor cable was bent at the motor's exit site, the primary console displayed the "motor disconnected: m2" alert message consistent with the reported event. Further investigation and impedance testing revealed that the motor was responsible for the observed behavior. During testing, the impedance between the signal voltage (+5v) and the analog ground (agnd) changed from its specified impedance value to a very low impedance and back as soon as the motor cable was slightly bent at the motor¿s exit site. The investigation could not determine the specific point in time in which this temporary short circuit condition came into existence. The short circuit condition could have possibly been caused by aging and/or mechanical stress during handling. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was placed on biventricular extracorporeal circulatory support on (B)(6) 2017. It was reported that on (B)(6) 2017, the primary console alarmed "motor disconnected: m2" / "system alert: s3" and that the pump stopped. The pump was switched successfully to the backup equipment. Reportedly, no thrombus was observed. The blood circuit was not exchanged. The patient was reportedly fine and stable immediately after the event; however, the patient expired due to ischemic bowel the following day. The patient had not been on heparin during the course of support due to a hematoma and an intracerebral hemorrhage in the brain, which led to the ischemic bowel. On an unspecified later date, the suspect motor was tested by the distributor¿s clinical specialist who determined that the issue was associated with the motor cable. Additional information: it was reported that the patient had been diagnosed with myocarditis and was placed on an intra-aortic balloon pump and extracorporeal membrane oxygenation support. During support, the patient experienced an intracerebral hemorrhage and a hematoma in the brain; however, improvement was noted in the lungs; therefore, the hospital decided to switch the patient to biventricular extracorporeal circulatory support with the centrimag device.